Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she jumped into a swimming pool while wearing the insulin pump. Blood glucose level around the time of the incident was 46 mg/dl. The customer stated that the device did not return any alarms, and it passed the self test during troubleshooting. The customer was advised to monitor the insulin pump. The device was not replaced or returned for analysis.